Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and then battery out limit. Customer's blood glucose level was 572 mg/dl. She corrected her blood glucose level by bolusing with the insulin pump. The customer received a low battery alert prior to the off no power alert. The device was not returned.